Manufacturer narrative:
(B)(4).

Event description:
It was reported that an x ray was taken which indicated device migration. A revision procedure was performed with no adverse events during the procedure. The explanted device was discarded by the facility and will not be returned for analysis. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.